Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery would deplete daily and the ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.